Event description:
It was reported that pump battery display showed incorrect charge levels, causing patient to be unsure if pump was properly charged or seeing incorrect charge amounts. No information was provided regarding impact to customer¿s blood glucose level. Customer declined further follow up, so no additional troubleshooting was completed and no further information about actions taken was obtained.